Event description:
It was reported that the catheter was found fractured and was leaking less than one month after implantation. No pt-related complications were reported.

Manufacturer narrative:
A f/u report will be filed if more info becomes available.